Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (b)6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that magnetic resonance imaging (MRI) had been ordered to rule out a granuloma/inflammatory mass; also reported as the MRI was to check the ¿hose¿ that lead into the spine to see how much "coagulation was built up on the hose". The patient¿s healthcare provider (hcp) reportedly had been turning it down very low for the past couple years. The pump reportedly had 3 months of battery life and then he would have the pump removed. The pump system was being used to infuse morphine (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.